Manufacturer narrative:
The customer indicated that there are no specific incidents they are reporting. Attempts for the return of the sensor(s), as well as additional information requests have been made in order to identify the sensor(s) involved in the reported event. If new information is obtained, a supplemental report will be submitted.

Event description:
It was reported there are some instances where the spo2 was lost during the case and the customer was unable to troubleshoot. No report of any patient impact or consequences as a result.